Event description:
I received my implants on (B)(6) 2009. Models 68 hp 465 on both sides. Serial number (B)(4). I quickly developed scar tissue in my left breast. The surgeon dr. (B)(6) in (B)(6) opened the left breast for a second procedure and attempted to fix the scar tissue which didn't work. A few months later the encapsulation was so bad I required another full surgical procedure (which went through my insurance (B)(6)) to remove the implant and replace. Since then my left breast has not been the same. I am in constant pain, swollen, hard left breast. I wanted to have this issue fixed but couldn't afford the cost of it. I finally went to (B)(6) in (B)(6) 2019 where the doctor ((B)(6)) said my left is a 3.5 (out of 4) capsular contracture. Told me it would be best to remove them all together, which I will have on (B)(6) 2019. My insurance has denied this claim since they already covered it once, we are trying again but I know it must be removed and will have to pay for it on my own if insurance denies again. I feel that these implants have caused nothing but health problems and pain since I got them. The scar tissue is so bad that I couldn't breast feed my daughter, which they are under the muscle so I should have been able to. For some reason the more research I do on this brand the more stories like mine I hear. Something needs to be done to prevent this from happening to anyone else. In 2018 I got a mammogram and ultrasound done because the pain was so bad and I had a fear of cancer. The test did not show cancer but it took abnormally long because they were having trouble seeing through all the scar tissue and my breast was hard as a rock. The (B)(6) doctor listed above has a copy of these results. FDA safety report ID# (B)(4).